Event description:
It was reported that this shaver handpiece needs repair. There was no injury or surgical delay relate to this event.

Manufacturer narrative:
Investigation findings: the shaver handpiece was received for eval. During testing of this unit, it was found to have the potential to activate on its own related to cable resistor failure. This failure mode will continue to be monitored. There are no reported injuries related to this failure.